Event description:
It was reported that the surgeon noticed the breakage of the impactor pad of the femoral impactor-extractor after impacting cementless femoral component. The patient's bone was hard. The part which fix the impaction pad fell in the operative site. So, the part was removed form there. X-ray was taken during procedure and the surgeon confirmed that there was no particle in the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device is in used condition with minor damages consistent with normal use. The plastic impaction pad has dissociated from the device. The retaining clip and washer were returned with the device and appear undamaged. Both threaded mechanisms functioned smoothly through their full range of motion however the instrument cannot be used without the plastic impaction pad in place and is therefore considered non-functional. The event was confirmed. The investigation determined the event was related to previously identified design issue. Change notice released in january 2001, which modified the impactor pad attachment to the impactor head to remove the clip and washer. The device was manufactured prior to this change. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon noticed the breakage of the impactor pad of the femoral impactor-extractor after impacting cementless femoral component. The patient's bone was hard. The part which fix the impaction pad fell in the operative site. So, the part was removed form there. X-ray was taken during procedure and the surgeon confirmed that there was no particle in the patient.